Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer's blood glucose was 182 mg/dl and the sensor glucose was 43 mg/dl at the time of the incident. Troubleshoot was performed. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly. Suspend on low limit in sensor settings is suspend at 60. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor was returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.